Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Event description:
Customer reports receiving two false positive results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. See (B)(4) for alternate false positive result for individual 1. On (B)(6) 2022, individual 2 tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22693f, reader sn (B)(4)) and obtained a positive result. Customer retested with the cue reader three times on the same day and obtained negative results. Individual is vaccinated and boosted with no known exposure or symptoms. Cartridges were stored appropriately.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.